Event description:
It was reported that a presyncopal patient was seen in clinic. Upon interrogation, the ventricular lead exhibited noise, causing pacing inhibition. The noise was reproducible. The lead was capped and replaced on (B)(6) 2014.